Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring and stained address/serial number label.

Event description:
The customer reported via phone call that the plastic piece on top of reservoir compartment is braking off. The customer's blood glucose level was 136 mg/dl. The customer will return insulin pump for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is october 19, 2017.